Manufacturer narrative:
The device was received not deployed, the data showed that the first priming completed at pulse 32 and deactivation occurred at pulse 42. A rotational sensor error was present in the data. The device did not run enough pulses during the priming sequence to deploy the needle mechanism. The drive mechanism was observed and contamination was found on the commutator cap. The contamination caused poor continuity between the commutator cap and rotational sensors, which created a rotational sensor malfunction. During the device reset, the needle deployed with no issues.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle and cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn and patient reported a blood glucose level over 300 mg/dl.